Event description:
Patient reported they stopped wearing the aligners due to them experiencing tmj symptoms of severe jaw pain, jaw clicking and inability to fully bite down. Their teeth have since shifted back to where they were when they started the aligner treatment. They now have no tmj pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.